Event description:
It was reported that the patient had his spinal cord stimulation (scs) system removed on (B)(6) 2015. The implantable neurostimulator (ins) was removed and as much of the lead as possible. The patient was told the lead closest to the spine was too embedded and they couldn¿t get everything out. The reason for the removal was that the device stopped helping after a year. It also seemed like the stimulation was making the pain worse. Follow-up was attempted but the manufacturer representative had not seen or heard from the patient in over 18 months. Further information was received pertaining to the explant. It was not possible without significant force to remove the epidural leads from the epidural space. This was the reason for not removing the leads from the epidural space. The portion of the leads that were exposed were cut and removed. At least 70% of the leads were removed. The patient was going to follow up with the pain clinic 8 days and a month from the date of procedure. All known information was provided. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the patient reported their ins never really worked after it was implanted. The patient stated that the trial phase of testing was "great" but not the implant. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the patient confirmed that "test neurostimulator" seemed to work "ok" for them which could have been due to them wanting some pain relief so desperately. But the "actual" neurostimulator that was implanted gave them virtually no pain relief. If additional information is received, a follow up report will be submitted.